Event description:
It was reported that the screw broke after insertion into the joint of the patient. No patient injuries were reported. The procedure was completed with the same device.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.